Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine at an unknown concentration at a dose of 0.5 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was having an MRI due to a problem with the device or therapy. The patient has had a history of fever and headache. The patient was having the MRI to rule out epidural abscess. The patient was hospitalized and requested a manufacturer representative to check the pump status post MRI. This was considered a sudden change in therapy.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the representative found out on 2016-oct-05 that the patient's pump and catheter (entire system) were explanted on (B)(6) 2016. It was indicated that the explant procedure was not device related and that the patient and care staff wanted explant due to a fear of infection. It was noted that the MRI was done to identify infection and that the explant procedure was done related to that MRI and the potential infection. It was unknown if troubleshooting was performed. The only other symptom that the representative knew that the patient experienced was headache. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.